Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, the delivery system balloon burst during valve deployment. The procedure was performed under conscious sedation. No bav was performed. The 29mm sapien 3 valve (s3) and commander delivery system were prepped per IFU and advanced/aligned without issue. S3 was positioned with the center marker above the base of the pre-existing perimount valve. The delivery system (ds) balloon burst at approximately 90% inflation. Operator stated there was about 2cc remaining in the atrion and s3 looked slightly under-deployed. Echo reported trace-mild pvl and a gradient of 7mmhg. After discussing options, team decided to post-dilate using a 26mm true balloon which resulted in further s3 expansion. Echo evaluated zero pvl and gradient was 3mmhg by cath. The ds and sheath were removed, final runoff angiogram showed brisk distal flow, pulses were present and the patient was transferred in stable condition. Final EKG was sinus rhythm unchanged from baseline.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned after being used in the procedure. Visual inspection of the returned delivery system revealed a longitudinal balloon burst. Additionally, no visual balloon abnormalities (stretching, surface scratches, fish eyes, and gel spots) were observed on the returned device. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). Single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst and could be indicative of a manufacturing non-conformance. The measurements that were taken met the single wall thickness specification. The 3mensio report provided by the field showed that the patient had a calcified aortic annulus. No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint for a ¿balloon burst.¿ the complaint for balloon burst was confirmed based on device visual inspection. Review of manufacturing mitigations, IFU/training, dimensional measurements, and device visual inspection did not identify any manufacturing non-conformities on the returned device. Although the customer experience report did not mention the perceived root cause of the balloon burst, available information from past complaints about the same issue indicates that patient factors (calcification) may have contributed to the event. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus. Analysis of these types of ruptures indicates that they are typically caused by interaction with calcium on the native aortic valve and/or annulus. The technical summary contains further details related to root cause analysis on balloon bursts in a calcified aortic annulus. The complaint was confirmed for balloon burst, but no manufacturing non-conformities were found in the returned sample. Available information from past complaints about the same issue indicates that patient factors (calcification) may have contributed to the event. Since the occurrence rate does not exceed the june 2017 control limits for this trend category, ¿balloon burst,¿ no corrective or preventative action is required. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon burst is likely from the patient¿s calcified aortic annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.